Event description:
Additional information received via email : no patient incident.

Manufacturer narrative:
Other, other text: updated b5, g1, h6, no patient involvement this MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, manufacturer will reopen this complaint for further investigation. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record review is not required. Service review identified this device has not been in for service in the previous year and there was no indication or evidence provided in the complaint of a service issue.

Event description:
It was reported that a system failure primary audible alarm was experienced.

Manufacturer narrative:
The pump was not returned for evaluation.